Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump making clicking noises. The customer stated he went to deliver bolus, pump is making a clicking noise but insulin is still delivering. Customer stated he heard a loud click and realized it was the insulin pump. Advise the customer due to the strange noise, the pump will be replaced and revert to back up plan.